Manufacturer narrative:
Device evaluation: the device was returned for investigation. The sample was received in used condition without the original package. The sample was visually inspected. The sample received don?t present any damaged, kink, or cut that could cause the failure mode reported. The sample was filled with 50 ml of water; the sample was connected to a pump to look for unusual function. No alarms were activated. The failure mode could not be duplicated by functional testing, complaint is not confirmed. No fault was found. No root cause determined as the complaint was not confirmed. No actions taken as complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump alarmed no disposable in the middle of the night after more than 13 hours of cassette installation. No patient injury was reported.